Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 222 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process, but would receive a no delivery alarm. Alarm history showed motor error alarms and no delivery alarm within the last month. Customer was advised that insulin pump would need to be replaced. Customer declined replacing insulin pump.